Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor; no issues observed. The adhesive was returned. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specifications. Visual inspection of the returned puck and plug verified that no sharp edges existed on the bottom surface of the puck and plug. The device history record (DHR) and verified that the unit passed all tests on the line. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirementsdhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified.

Event description:
A customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. On (B)(6) 2019, the customer experienced symptoms described as ¿redness, swollen and pain¿ at the sensor insertion site and had contact with a healthcare professional who prescribed kefexin (antibiotics) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. On (B)(6) 2019, the customer experienced symptoms described as ¿redness, swollen and pain¿ at the sensor insertion site and had contact with a healthcare professional who prescribed kefexin (antibiotics) for treatment. There was no report of death or permanent impairment associated with this event.